Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause error b30 was due to a defect of image sensor unit, failure of internal board of video connector, or the system caused the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the endoeye flex deflectable videoscope display a b30 error. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a damaged imaging unit. In addition, video connector corrosion, adhesive part of the objective lens coming off, insufficient bending angle, angle lever failure to operation, missing curved joint, operating angle fixing part loose, and video connector crack were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.